Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable to recognize a proper and improper therapy electrode connection. The monitor's electrode belt receptacle had bent pins and was unable to complete incoming functional testing. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.